Event description:
It was reported that when a novum iq large volume pump running the patient¿s ¿EKG rhythm is all over the place.¿ additionally, when the pump is paused the rhythm returns to normal sinus rhythm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing was performed, the device was verified to be in accordance with product specification, and the product was released for customer use. The reported condition could not be verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Electromagnetic interference is also a well document phenomenon (paudel, sudarshan. ¿infusion pump related electrocardiographic artifact.¿ journal of electrocardiology, elsevier bv, 2017.) Should additional relevant information become available, a supplemental report will be submitted.